Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty procedure at l4 level. During the surgery, a balloon ruptured when it was pulled out from the body. No surgical time was extended by this event. No patient complications were reported.